Manufacturer narrative:
(B)(4). Correction/additional information. The sample is no longer available for evaluation. He sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter an interlink IV catheter extension set that had a leak. According to the report, a leak was detected at the hub. There was no patient involvement or adverse event associated with this report. No further information is available at this time.